Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the physician intended to reposition the patient¿s pacemaker due to issues related to cancer. However, after repositioning the pacemaker, the physician then attempted to attach the leads but was unable to do so because they would not fit into the header. As such, the pacemaker was explanted and a new pacemaker was implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.